Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the dermatome took a graft that was too thick. According to the surgeon, the patient has good regenerative capacity and would not have consequences.

Manufacturer narrative:
Integra has completed their internal investigation on june 16, 2017. Results: evaluation of returned device; during investigation the following was observed: evaluation was unable to conclusively verify customer information as valid. The padgett was tested and is within our specifications. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; a two year lookback in trackwise from 06/14/2015 to 06/14/2017 for this reported failure using the key words "graft and thick " for product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: failure could not be confirmed - unit met all specifications for acceptance. No root cause for the complaint can be established.